Manufacturer narrative:
Of the four (4) events, one (1) event reported lot number gfzd3320. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. For the other three (3) events the lot number for the device was not provided; therefore, a manufacturing review could not be performed. The devices were not returned for evaluation; therefore, the investigations are inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. All devices are labeled for single use.

Event description:
This report summarizes four (4) malfunction events. A review of the events indicated that model dl900j filter perforated the vessel. There were no reported attempts made to retrieve the filters. These reports were received from various sources. All of the four (4) events involved patients with no known impact to the patient. Of the reported events, one (1) was female and three (3) events involved patients whose gender was not reported. All four (4) events did not report the patients age or weight.

Manufacturer narrative:
Of the four reported malfunctions, one malfunctions was reassessed for reportability and determined as serious injury. And was reported under emdr 2020394-2020-06553. The lot number was provided for 2 out of 3 malfunctions, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation. For one of the three malfunctions, medical records were provided and reviewed, therefore the investigation is confirmed for perforation and is inconclusive for detachment. One malfunction was identified for perforation based on medical record review. Medical record was not provided for another malfunction; therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model dl900j filter perforated the vessel. There were no reported attempts made to retrieve the filters. These reports were received from various sources. All of the four (3) events involved patients with no known impact to the patient. Of the three malfunctions, one was reported to be male and two were reported to be female, one was reported to be 52 years old, one was reported to a weigh 284 lbs. No information was provided on the other patient.